Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. The external visual inspection revealed the electrode was severed prior to receipt. In addition, dents on the top and bottom cover were noted. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection. The recipient was treated with IV ceftriaxone and clindamycin. Revision surgery is scheduled.